Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a failed drawer 4.1 with the error device not detected on bus. The customer rebooted the device and attempted to recover the drawer; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed and cubie memory errors. The field service engineer (fse) reseated the row board cables at the board controller. The system functioned as intended after the field service engineer repaired the device.